Event description:
It was reported by the sales rep that the device was used during a surgical procedure and the surgeon noticed that the staples had failed to form. Staples protruded straight through the tissue. The case was completed by manually suturing the colon. No pt consequences were reported.